Manufacturer narrative:
Device is combination product. (B)(4). It is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that during unpacking, a stent was found to have moved on the balloon. While the 7.0x30x75cm express ld iliac/biliary stent delivery system (sds) was being unpacked, it was noticed that the stent was misaligned on the balloon. Another of the same device was used to complete the procedure. No patient complications were reported and the patient's status is fine.